Event description:
It was reported that the cartridge leaked insulin. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support not to overfill cartridges, understood the instructions, changed the cartridge, and successfully resumed insulin therapy.